Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula insertion without removing needle guard event on 12-sep-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The set was in use for 6 hours the patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.